Event description:
The company has received a report of a fire involving a rt110 breathing circuit mr 850 humidifier, mr290 chamber, rt020, sv300 ventilator. Phillips emg leads, ballard closed suctioning, stryker ICU bed and an instrumentation industries breathing circuit hanger. The patient suffered burns to hair, scalp, and left side of the body. The fire was put out with a fire extinguisher. There was fire damage to the vacuum line, EKG leads, and the breathing circuit ( which was melted 1 foot from the patient end.) At the time of the incident the patient was in critical condition in ICU and had been mechanically ventilated since 06/2005. The patient has been transferred to the burn unit.